Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set kinked and caused her to go into diabetic ketoacidosis. Customer stated that the set kinked overnight. Customer did not have any strips, so she didn't check her blood glucose. Customer started having pain in her kidneys and went to the hospital. Customer found out that her blood glucose was high and she lost her transmitter at the hospital. Customer was hospitalized with a blood glucose reading of 730 mg/dl on (B)(6) 2016. Customer's current blood glucose is 135 mg/dl. Customer was hospitalized due to high blood glucose. Customer was treated with fluids and injections. Customer thinks she had the pump on at the time of the hospitalization.